Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s5 erc tubing clamp/ 500mm. The incident occurred in (B)(6). During the investigation of the claimed device, fluid ingress could be identified as root cause for the reported malfunction. This is a known issue and a corrective action was implemented to address the reported issue. A review of the DHR could not identify any deviations or nonconformities relevant to the issue.

Event description:
Livanova (B)(4) received a report that an error message related to the s5 erc tubing clamp/ 500mm has been displayed on the system panel. The customer did not remember the error description. There was no patient involvement.